Event description:
Customer reported the insulin pump had a frozen display. Customer is unable to clear the screen even with a battery change. Troubleshooting was performed. Customer's blood glucose level was 134 mg/dl. Buttons on the device are unresponsive. Customer states the screen is not totally blank. No alarms occurred. Customer does not have a remote to test the devices response. Customer was advised to remove the battery for five minutes. The device was continued to be frozen, with no advancement of time. Customer was advised to discontinue use of the device and revert to back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was monitored and functioning properly. No frozen screen noted. All buttons functioning properly and time and date function properly. Insulin pump received with a minor scratch display window. Insulin pump received with cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.